Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent movement on the stent delivery system occurred. Vascular access was obtained via the left brachial artery. The 80% stenosed lesion was located in the non calcified and moderately tortuous left common iliac artery. A 9.0x60x75cm express vascular ld stent delivery system was unpackaged and prepared for use. However, during an attempt to insert the device into a non bsc introducer sheath, the physician noted that the stent on the delivery system had moved. The express stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the status of the patient is good.